Manufacturer narrative:
The sample involved in the incident was returned for evaluation. The returned catheter was visually examined and was observed to have the extrusion broken in two pieces at the 38 cm location exposing the thermistor wire. The wire was also observed to be broken. Additionally, the extrusion and thermistor wire were rippled proximal of the 30 cm mark, which is an indication that the wire had been stretched. Work order documentation could not be reviewed for any abnormalities because the lot number involved was not identified. However, extrusions used in the manufacturing of catheters are subjected to incoming inspections and are required to pass guidelines including dimensional, stiffness and infrared material identification specifications.

Event description:
Report received that the pulmonary artery thermodilution catheter "broke when it was being removed from the pt." Reporter states the catheter was being discontinued, and as it was pulled, the catheter broke. The break was outside the pt; they were able to grasp the catheter piece that remained in the pt and remove it without difficulty. The pt did not experience any adverse effects. The exact site of the breakage was not recalled. No additional info was available.